Event description:
It was reported by repair work order that there was a potential short concern with a mattress with exposed wires. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Event description:
It was reported by repair work order that there was a potential short concern with a mattress with exposed wires. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Manufacturer narrative:
Supplemental submitted to report that the product model and serial number were not identified by the customer and the product could not be made available for identification or evaluation. Further communication with the customer indicated there was no known malfunction. Mattress could not be identified for evaluation.